Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.7, 1.7; lab 9.52, 2.49. Technical support shall send a new lot strips for correlation studies. Further follow up required.